Event description:
Treatment of an avm. It was reported after approximately 10-15 seconds of glue injection through marathon catheter, physician felt resistance. An angiography was performed through the guide catheter and this dislodged the glue that was exiting at the point of rupture on the marathon. The rupture location of the marathon was inside the lumen of the guide catheter.

Manufacturer narrative:
The device will not be returned by the customer who is not releasing the device for evaluation.